Manufacturer narrative:
The device is part of the advisory for this model. This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Bond wires.

Event description:
It was reported the patient presented to the hospital with increasing shortness of breath. Attempts to interrogate the device were unsuccessful as telemetry could not be established. Further testing revealed there was no pacing output from the device. The device was explanted and replaced. No patient complications were reported as a result of this event.